Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was unknown. During troubleshooting, found stuck button alarm in history. Buttons were responsive after a battery change. Customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump passed the leak test. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No stuck button alarm during our testing. No unlocked printed circuit board 1 keypad connector during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.